Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the lens was torn necessitating lens explantation and exchange. The lens was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone emv rao200e batch 123230378 showed that all manufacturing and quality checks were conducted with successful results. The device was returned dehydrated in the blister tray. Preliminary inspection of the returned injector showed that the flaps were partly open, and that the plunger was fully retracted. Viscoelastic residue was observed in the nozzle. Following this observation, the injector was disassembled, and it parts were inspected under 10x magnification. The inspection showed that the plunger tip was torn and jammed in nozzle which could indicate excessive force being used during injection. The lens was returned hydrated in a pouch of saline. Cosmetic inspection of the returned lens under 10x magnification showed that a piece of iol optic was chipped off, and missing, confirming the event as reported. To facilitate further testing of the injector, the injector was re-assembled and a 1x rao600c from rayner's stock was loaded and injected as per the IFU. Ophteisbio3.0% ovd was used. Injection was successful, with no resistance experienced, and with no damage to the lens or injector post injection. A toluidine blue 0.5% dye test was performed on the nozzle. This test did not identify any irregularity in the nozzle coating. On product return inspection and testing completed, no rayone injector fault was found. Results of injector testing confirm that the device performs as per design. From the results of product return inspection and testing performed we conclude that user error of not securely closing the movable flaps during the preparation stage of the surgery is the most likely contributory/ causative factor to the lens getting damaged during injection.

Event description:
On (B)(6) 2025, rayner received notification from a healthcare facility in australia of an event that occurred during use of a rayone emv rao200e. The event description provided states that immediately following implantation into the eye the lens was torn necessitating lens explantation and exchange.

Event description:
On 15th september 2025, rayner received notification from a healthcare facility in australia of an event that occurred during use of a rayone emv rao200e. The event description provided states that immediately following implantation into the eye the lens was torn necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the lens was torn necessitating lens explantation and exchange. The lens was explanted and exchanged during the original surgery session without further incident. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone emv rao200e batch 123230378 showed that all manufacturing and quality checks were conducted with successful results. Without the ability to examine the device and without clear event details being provided it is not possible to establish the cause of the event.